Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the clips did not load properly into the jaws at any point during use. It was noted that a clip became stuck, and subsequent steps could not proceed. Another device of the same type from the same manufacturer was used to resolve the issue and complete the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the jaws of the instrument were clamped with two fully formed clips caught between the jaws. The handle was partially actuated. The clip counter was not active. A visual inspection of the returned photos noted that the first image depicts a clip formed but bent at an angle in the closed jaws of the device. The second image depicts a side view of the clip in the jaws of the device. Functional testing found that the handle could not be actuated to complete the cycle. The lodged clips were removed from the jaws of the instrument. The handle could not be returned to home position. It was reported that the clips did not load properly into the jaws at any point during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to placing a clip, confirm that the jaws are positioned free of other clips or obstructions. Placing the jaws or firing the instrument over another clip or other obstruction may result in bleeding and or lack of hemostasis and or damage to the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.